Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage at the patient¿s previous driveline repair site was confirmed through the evaluation of the submitted image. A specific cause for this damage could not be conclusively determined; however, it did not appear to have contributed to an electrical issue. The submitted image captured superficial tears in the grey and black shrink tubing at one end of the repair which exposed the edge of the aluminum tube; however, no wires were visible in this location. Additionally, the damaged area appeared to be clean with no signs of debris or corrosion. It was reported that the patient did not have any alarms and the device was functioning as intended. Rescue tape was used to secure the damaged area and no equipment was replaced. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records and driveline serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Several sections of the IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The patient handbook further instructs patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a superficial tear on connector at location of a previous driveline repair. Rescue tape was applied to the damaged area.